Event description:
Reliable medical provided my daughter with a mattress in (B)(6) 2026. That mattress bottomed out (B)(6) 2026. They refuse to replace it stating that they can only replace a hospital grade mattress after 3 years.